Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The anesthesia control board was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system failure during boot-up. There was no report of patient involvement.